Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was turning on and off, on its own. Customer reported the screen just went blank and turned back on. Customer's blood glucose was 9.9mmol/l. The device does not show any signs of physical damage. The device was not dropped or bumped. It was not exposed to moisture or water. Battery cap was not damaged or missing. Battery compartment and spring were not damaged nor corroded. Customer was advised to insert a new battery and display returned. Customer was advised to monitor the device. New battery cap will be sent. No further information reported.